Manufacturer narrative:
Expiration date unk. This product is manufactured in the u.s. But not marketed in the u.s. Health impact- clinical code: 4581 - central circular dysphotopsia. (B)(4).

Event description:
The reporter indicated the surgeon implanted an evo implantable collamer lens, in the patients left eye (os). The patient complained of central circular dysphotopsia. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Claim#: (B)(4).